Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station could not be powered on due to the damaged aux cable, which resulted in a crowbarring issue. The field service engineer replaced the damaged cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a broken electrical cord and could not be powered on. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.